Event description:
The perfusionist reported an issue encountered with the mps console during use. The report stated that the console was opening the vent valve continuously. The report stated the perfusionist clamped the vent line and successfully completed the case. There were no patient complications reported as a result of the alleged issue. The console was returned to the manufacturer evaluation/repair.